Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): reason for implant: stage ii pop, sui, mixed urinary incontinence. It was reported that following insertion the patient experienced infections, vaginal and pelvic pain, urinary problems, dypareunia, bowel movements vaginally, fecal incontinence, constant pelvic and vaginal pain, urinary incontinence and dyspareunia. It was reported that patient underwent symptomatic rectocele repair ( starr -stapled transanal rectal resection) on (B)(6) 2013. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.